Event description:
It was reported that there was noise on this right ventricular (rv) lead which occurred while electrocautery was in use during a procedure. Technical services (ts) analyzed device episode data. Health care professional (hcp) confirmed that cautery was in use and that magnet was placed over the device during surgery. This resulted in two non-sustained stored episodes. No adverse patient effects were reported. Currently, the ICD remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).